Manufacturer narrative:
A product was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).

Event description:
A nurse reported that during a cataract surgery with an intraocular lens (iol) implant procedure, the lens came out of the injector with the leading haptic bent. This caused the leading haptic to straighten in the anterior chamber during implantation, and the lens started to rotate in the wrong direction. The surgery was completed on same day by using unspecified replacement iol. There was no patient contact. Additional information received stating that the defect was noticed when the doctor was about to insert the lens into the eye. The anterior haptic of the lens was twisted in the wrong direction and not protected by the optical part of the lens. The lens remained at the main incision opening, as the doctor did not dare to insert it into the eye due to fragile structures. The lens was then removed from the wound using forceps and replaced with a new one, as it could not be confirmed whether the optics of the lens were still intact. There was no patient harm.